Manufacturer narrative:
The lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right atrial lead was extracted and replaced due to non-specific issue. No further information could be obtained at this time.